Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported having an appointment with her doctor and she will ask him where to go, and she was sure the doctor would give her a referral. Symptoms were noted as around a year ago, I began feeling the stimulation clear down in my feet (when we first began it was to my knees). Further information received reported the doctor had been informed of the issue and she had an appointment scheduled to meet with another doctor. The issue had not been resolved yet. Follow-up was being conducted to determine diagnostics performed, symptoms, and any actions/interventions taken to resolve the reported issue.

Manufacturer narrative:
(B)(4).a

Event description:
A consumer reported having trouble with the implantable neurostimulator (ins) because it felt like it "slipped down" about a year or two ago. Follow-up was being conducted to determine if a physician had been notified, symptoms, steps taken, and resolution of the reported issue. If received, a supplemental report will be submitted. Indication for use included spinal pain.